Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, a 25mm pericardial aortic valve was explanted at implant due to size mismatch. The lvot was sized with the correct valve sizer and found to be 25mm. Intraoperative tee confirmed perfect coaptation of the valve leaflets and abscence of aortic regurgitation. Patient was weaned from bypass, sternum was closed, and patient became acutely unstable. Patient was returned to bypass and tee probe revealed globally poor lv function. It was noted that the physician was uncertain whether the valve had caused dynamic obstruction of the left main. The device was explanted and replaced with another 23mm valve and patient was removed from bypass uneventfully. Device was reported as disposed.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although not confirmed, occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. Edwards product labeling warns the user as follows, " ensure that the coronary ostia are not obstructed and that the stent posts of the replica end do not interfere with the aortic wall at the sinotubular junction ... The stent of the aortic bioprosthesis is symmetrical, and the commissure supports (struts) are equally spaced. The struts should correspond to the remnants of the natural commissures so as not to obstruct the coronary ostia." In this case, a smaller size device was implanted with no further complications. Without the return of the device (discarded), edwards is unable to further evaluate. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.